Event description:
It was reported that a homechoice device experienced a high drain alarm. It was not reported if the patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The technical service represented informed the customer that the recommended initial drain setting for a patient who is empty is 0ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned and the serial number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.